Event description:
While ceiling lift and a repositioning sling were used to transfer a pt, two of the short straps tore off. The top portion of the straps was still engaged so the pt did not fall. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR bhm medical inc., (B)(4). MFR complaint number: (B)(4). Further info will be provided upon MFR's investigation.